Manufacturer narrative:
The touchscreen assembly was received for analysis. Failure analysis on the returned touchscreen shows that the ul_lr / ur_ll resistance are out of spec. Fault are found on this returned touchscreen.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jun2020.

Event description:
The service technician reported that the touchscreen is unresponsive during performance verification test (pvt) . The service technician verified the reported problem. The service technician reported the unit was not in use on a patient. The service technician replaced the touchscreen to address the reported problem.